Event description:
During angioplasty of left subclavian vein, the balloon ruptured. After removing balloon, it was noted that some of the balloon material was missing from the catheter. Pt had no adverse effects during or after procedure.